Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.